Event description:
It was reported that the coil protruded in the catheter tip during removal. A 12mmx40cm interlock-35 coil was selected for use. During procedure, it was noted that the coil became stuck in the distal part of the microcatheter. Furthermore, when the entire catheter was removed, it was noted that the coil protruded from the tip of the 5fr delivery catheter. The procedure was completed with another of the same device. No complications were reported and there was no patient injury.